Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported via email. The customer received unspecified low sensor readings. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "bad hypo". They received a reading of "2.5" from the adc device and self-treated with unspecified treatment as a response to the low reading. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.